Event description:
The pt has 2 model 3189 leads (from the same lot) implanted in his cervical region. It was reported the pt experiences right sided neck and shoulder pain with stimulation on and off. Reprogramming was unable to resolve the pain. The pt denies any trauma. A CT scan was negative. Steroids were prescribed as the physician felt the nerves were irritated and the issue has resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.